Event description:
Per the clinic, the patient developed an infection at the abutment site; subsequently on (B)(6) 2014 the patient was prescribed a six week course of intravenous antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2015 to remove the abutment and revise soft tissue. The implanted device remains. This report is filed march 27th, 2015. Implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2015 the patient was administered IV sedation to facilitate placement of a new abutment. The implanted device remains. This report is filed october 21, 2015. Implanted device remains.